Event description:
The user reported that they have experienced some burns of their pts, which are sheep. The user claimed that the device is used for research purposes.

Manufacturer narrative:
(B)(4). Note: use of this device on animals does not impact the device's function in any obvious way. However, it is considered as use outside normal and expected. Technical support suggested that the user try to replace the ECG lead set, but the user did not know which model lead set was being used. The user claimed that they would call back with that info. The user did not call back with this info. The device MFR made multiple (4) attempts to obtain additional info from the user, but the user did not respond to any of the requests. The device MFR checked for any new calls by user account name and user contact name and could not locate any new calls. As a result, it is not known how many pts (sheep) were burned and to what extent. Additionally, it cannot be determined whether the device caused to contributed to the reported pt outcome. The device remains at the user facility. Review of the device's product history indicates that, in the past 12 months, this has been the only incident in which it was reported that a pt was burned while this device was in use. Based on this data, we are not considering that there is an increasing or systemic trend. No additional investigation or action is warranted at this time.